Event description:
It was reported that the intraocular lens (iol) was fully inserted and removed during the same procedure when after the insertion the surgeon discovered the iol was cracked. The replacement lens is the same model and diopter. There was no patient injury reported. No further information is available.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 2/8/2022. Device evaluation: the lens was received cut in half and lens damage was identified on the optic body. No defects or assembly issues were observed with the handpiece. The complaint issue was confirmed, however this can be attributed to excess ovd (residue observed inside the lens module) usage during loading and insertion which can compromise lens placement in the staging area and contribute to deployment issues, and therefore no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.